Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the graftmaster was unable to cross the perforation in the saphenous vein graft to the right coronary artery. The stent struts bent up. The device was removed and four graftmasters were used to seal the perforation due to the size of the perforation. There was no adverse patient sequela. There was no additional information provided.